Manufacturer narrative:
Device received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. Device passed displacement test and self test. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that cracked on insulin pump casing near battery area, buttons sticking and had to be pressed multiple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.